Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the implantable pulse generator (ipg) exhibited a setscrew problem. The ipg was opened, not used and replaced. No patient complications have been reported as a result of this event.